Event description:
It was reported the physician inserted the introducer into the patient and blood leaked from the valve. An alternative device was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal which was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Data report submitted to FDA by manufacturer: 07/16/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.